Manufacturer narrative:
MDR cancellation request: please note that we erroneously submitted an initial MDR for this case. Integra is not the legal manufacturer for this product. As a result, no investigation results are required to be submitted for this event.

Event description:
N/a.

Event description:
A facility reported a primatrix (ID (B)(6)) was removed form the package and was hydrated. When the surgeon went to use it on the patient, it tore with minimal stretching. No patient contact/injury and the event did not led to surgical delay. "Everything was done exactly as the IFU states. Nothing out of the ordinary was observed. During this case we applied 3 other pieces of 10x25 meshed and they were in great condition."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.